Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.0, lab: 2.2, mean: 2.10, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. As of today, no product is expected to return. No further investigation will be required. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio versus meter. Patient had a low inratio (2.0) when compared to doctor meter (2.2) same day. Patient current therapeutic range is 2.5-2.7; his previous range was 2.5-3.5. In 2009, patient had a inratio reading of 2.6 and his doctor increased his coumadin dosage to 9mg. After 5 days, he had a bad headache and was hospitalized. After that, doctor changed his range to 2.5-2.7.